Event description:
The customer stated that the probe started dripping after completing a scheduled maintenance on the cell-dyn 1800 analyzer. While trouble shooting the issue, the customer observed smoke coming out of a burned vacuum regulator pcb assembly capacitor. No impact to patient management or user safety was reported.

Manufacturer narrative:
(B)(4). Product evaluation is in process and the results will be submitted in a follow-up report.